Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to excess current leakage as a result of process residue on/around filters, designator fl9 and fl10, on the analog pcb assembly. The leaky filters prematurely depleted the internal hybrid layer capacitor (hlc) batteries of the device. A replacement device was provided.

Event description:
Medtronic (B)(4) returned this device to physio-control due to it being an "out of box failure" (obf). No further details were provided. There were no reports of patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and the product lidstock for evaluation. No other components were returned. One end of the guide wire was observed to have bent into a j-shape adjacent to the weld (this guide wire is a straight design). No other damage to the guide wire was observed. Microscopic examination revealed offset coils in the bent portion of the guide wire. Both welds were present and were observed to be full and spherical. Visual inspection of the needle could not be performed as it was not returned for evaluation. The guide wire is bent 13 mm from one of the tips. The offset coils are 2 mm from the same tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory 20ga introducer needle and a lab inventory 20ga catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed on the guide wire and introducer needle and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. One end of the guide wire was bent into a j-shape and offset coils were observed. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Functional testing with the needle could not be performed as it was not returned for evaluation; however, the guide wire passed functional testing with lab inventory components. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned. Teleflex will continue to monitor and trend for reports of this nature.